Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the excel 36khz straight handpiece (c2602) emitted a vibration alarm and the amplitude fluctuated during use. No patient injury or surgical delay has been reported.

Manufacturer narrative:
The excel 36khz straight handpiece each1 (c2602) was returned for evaluation: device history record (DHR) - the DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. The transducer was faulty, and device had no amplitude or stroke. The transducer, housing and o-ring were replaced to resolve the issue. Root cause - the root cause was confirmed as transducer delamination. Transducer delamination occurs because of braze is degrading in the field. The solution was identified as using an alternative braze filler alloy which does not contain zinc. A trial was completed which confirmed that the use of a trial alternative braze alloy. The trial confirmed that the change does not affect the handpiece function.

Event description:
N/a.